Event description:
It was reported that sensor failure occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was sleeping, the patient¿s sensor failed at some point. Upon waking, the patient started vomiting. It was reported that since the patient¿s sensor failed, the patient¿s omnipod insulin pump was not able to work using a closed loop algorithm. No bg meter reading was taken, and emergency medical services (ems) was called. The patient¿s parent treated the patient with insulin. Once ems arrived, the patient was transported to the emergency room (ER). The patient¿s bg meter reading was 600 mg/dl. At the ER, the patient was treated with insulin. She was discharged the following day, on (B)(6) 2025. The patient was ¿stable and sleeping¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.